Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Customer was advised to contact support again if any malfunction code appears in the future, which they acknowledged.